Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a full supply change and breakfast meal announcement while using the ilet with dexcom g7, with a highest cgm value of 344 mg/dl and approximately seven hours of elevated glucose; the infusion set cannula was inspected by the user and was not bent, and the user subsequently administered a subcutaneous dose of short-acting insulin via pen without disconnecting from the ilet, after which glucose decreased to 223 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.